Manufacturer narrative:
The complaint of no flow / can't prime / difficult to prime on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) couldn't be performed due to the lot number for this complaint was unknown.

Event description:
A complaint was received regarding an unspecified tego connector that experienced flow issues. It was reported that there were central venous catheter flow problems when using tego connectors. There was unknown patient involvement and unknown human harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4, g4: model number is known, but a similar device is sold under model d1000. This product was used for the di, product code, and 501k. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.